Event description:
It was reported that prior to lap sigma procedure, the sterility package was damaged. No further info is available. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 11/17/2008.